Manufacturer narrative:
(B)(4). PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the filform double pigtail ureteral stent was broken during a scheduled stent removal procedure. As reported, no section of the device was retained by the patient and an additional procedure was not required. There were no adverse consequences to the patient as a result of this reported issue.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual examination of the returned stent was conducted. A review of complaint history, the device history record, quality control data and specifications was also performed. One used 6fr x 26cm black silicone stent (dpsb-060026) was received. The stent was returned in three segments. The length of the distal coil segment measured 8.8cm. The stent body segment measured 8.2cm and the length of the proximal coil segment measured 9cm. All points of separation were noted to occur at the side port and all were mating fractures. The total length of the returned device measured 26cm indicating there are no missing pieces. The device history record was reviewed and no non-conformances were found. A review of complaint history shows this complaint to be the only reported complaint associated to the complaint lot number 8109404. This lot of material was pull tested. There is no evidence of any pull test failures for this lot of product. Tensile testing was performed on two of the returned stent segments. The returned used stent segments tensile test results were greater than incoming inspection tensile test requirements for the stent material. The customer returned three videos showing the separation of three stents. One video shows two stents laying in the surgical cart with one stent separated into three segments. The separated stent does not dimensionally match the separation of the returned stent. The remaining two videos show the customer pulling apart two other stents into several segments and discarding them to the floor of the or. None of the stents in these videos appear to include the stent that was returned for investigation. According to the instructions for use (IFU): complications of ureteral stent placement are documented. Use of this device should be based upon consideration of risk-benefit factors as they apply to your patient. Informed consent should be obtained to maximize patient compliance with follow-up procedures. Improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Angulation of the wire guide or stent should be avoided. Use of a 0-degree scope lens is recommended. Scopes larger than 21.0 french are suggested. Individual variations of interactions between stents and the urinary system are unpredictable. It is probable that the cause of this complaint is that the customers expectation of the design is not aligned with the product. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual examination of the returned stent was conducted. A review of complaint history, the device history record, quality control data and specifications was also performed. One used 6fr x 26cm black silicone stent (dpsb-060026) was received. The stent was returned in three segments. The length of the distal coil segment measured 8.8cm. The stent body segment measured 8.2cm and the length of the proximal coil segment measured 9cm. All points of separation were noted to occur at the side port and all were mating fractures. The total length of the returned device measured 26cm indicating there are no missing pieces. The device history record was reviewed and no non-conformances were found. A review of complaint history shows this complaint to be the only reported complaint associated to the complaint lot number 8109404. This lot of material was pull tested. There is no evidence of any pull test failures for this lot of product. Tensile testing was performed on two of the returned stent segments. The returned used stent segments tensile test results were greater than incoming inspection tensile test requirements for the stent material. The customer returned three videos showing the separation of three stents. One video shows two stents laying in the surgical cart with one stent separated into three segments. The separated stent does not dimensionally match the separation of the returned stent. The remaining two videos show the customer pulling apart two other stents into several segments and discarding them to the floor of the or. None of the stents in these videos appear to include the stent that was returned for investigation. According to the instructions for use (IFU): complications of ureteral stent placement are documented. Use of this device should be based upon consideration of risk-benefit factors as they apply to your patient. Informed consent should be obtained to maximize patient compliance with follow-up procedures. Improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Angulation of the wire guide or stent should be avoided. Use of a 0-degree scope lens is recommended. Scopes larger than 21.0 french are suggested. Individual variations of interactions between stents and the urinary system are unpredictable. It is probable that the cause of this complaint is that the customers expectation of the design is not aligned with the product. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.